Manufacturer narrative:
Updated: although it was originally reported to conmed that the device would not be returned for evaluation, the device was returned. The updated evaluation statement is: received one 139104ext in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the complaint was confirmed. The device was received in 3 separate pieces. The manufacturing documents from the device history record have not been reviewed because the lot number for the device is not known. The lot history review cannot be conducted because the lot number of the device is not known. A two-year review of complaint history revealed there has been a total of 23 complaints, regarding 105 devices, for this device family and failure mode. During this same time frame 3,004,490 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00003. Per the instructions for use, the user is advised to inspect and test each device before each use. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 139104ext, ultraclean 1 in. Blade extnd insulatn, was being tested in pre-op testing for an unknown procedure on 22nov21 when it was reported, ¿spine tip replacement product came apart in 3 pieces, counted all pieces during initial count. Ultraclean accessory electrode 1" coated blade with extended insulation.¿ there was no report of injury, medical intervention, or hospitalization for the patient as there was no patient contact. The procedure was reported as having been completed as planned. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the 139104ext, ultraclean 1 in. Blade extnd insulatn, was being tested in pre-op testing for an unknown procedure on (B)(6) 2021 when it was reported, ¿spine tip replacement product came apart in 3 pieces, counted all pieces during initial count. Ultraclean accessory electrode 1" coated blade with extended insulation.¿ there was no report of injury, medical intervention, or hospitalization for the patient as there was no patient contact. The procedure was reported as having been completed as planned. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have not been reviewed because the lot number for the device is not known. The lot history review cannot be conducted because the lot number of the device is not known. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding 105 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to inspect and test each device before each use. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 139104ext, ultraclean 1 in. Blade extnd insulatn, was being tested in pre-op testing for an unknown procedure on (B)(6) 2021 when it was reported, ¿spine tip replacement product came apart in 3 pieces, counted all pieces during initial count. Ultraclean accessory electrode 1" coated blade with extended insulation.¿ there was no report of injury, medical intervention, or hospitalization for the patient as there was no patient contact. The procedure was reported as having been completed as planned. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.